Event description:
It was reported that during patient treatment there were high co2 readings and issues with the flow. There was no patient harm reported. (B)(4).

Manufacturer narrative:
We have not been able to confirm the reported issue with high co2 readings and issues with the flow. Device logs, serial number on the involved device and additional information were requested but have not been received. Without this information we are unable to confirm or investigate the reported event.

Event description:
(B)(4).